Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for two patient samples. Patient 1 was processed by the modular preanalytic analyzer (mpa). The initial result was 255.4 umol/l and was reported outside the laboratory. The result was questioned as the blood gas creatinine result for another sample taken at the same time was 51 umol/l. The original sample was then repeated and the result was 45.6 umol/l. Additional results of 263.7 umol/l and 49.6 umol/l were provided for this patient. It was unclear which sample these results were from. On (B)(6) 2018, patient 2 initial result was 255.8 umol/l. The issue with the initial result was discovered because the customer had tested the patient for creatinine on an abl analyzer. The repeat result on (B)(6) 2018 was 94.4 umol/l. No information was provided to determine if any erroneous result was reported outside the laboratory for patient 2. There was no allegation of an adverse event. The reagent lot number was 294279. The expiration date was requested but was not provided. For patient 1, all other assays performed on the sample repeated acceptably. Based on review of the reaction kinetics, too much sample material was pipetted. Quality control results were acceptable. Review of the provided analyzer alarm trace found many abnormal sample aspiration alarms. Therefore, a sample quality issue related to the pre-analytics was suspected. The field service representative found a small hole in the rinse station tubing. He changed the tubing and ran precision testing which was acceptable. After service, the issue appeared to be resolved.